Manufacturer narrative:
The dentist refused to provide information about the patient's weight, ethnicity and race.

Event description:
On may 20, 2026, nakanishi became aware of handpiece overheating through a complaint input into the complaint database by a distributor (B)(4). Details are as follows: the event occurred on may 12, 2026. The dentist was performing an oral surgery procedure on the patient's third molar using the sga-e2s handpiece (serial no.(B)(6). During the procedure, the handpiece overheated unexpectedly, and the patient received a thermal burn injury to their lip. The patient's injury was treated at the time of the incident without any reported need for additional treatment. The patient has not had a follow up with the dentist since the incident but is believed to have healed normally.